Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na, k, and cl for gen.2 results for 1 patient sample tested on a cobas 6000 c (501) module. The initial sodium result was 126 mmol/l. The initial chloride result was 90 mmol/l. The initial potassium result was 4.0 mmol/l. The initial sodium and chloride results were reported outside of the laboratory. The samples were retested at another facility, specific results not provided, and once the results were received the laboratory repeated the testing of the original sample at their facility. The repeat testing at their facility was performed on the same analyzer that generated the initial results. (B)(6). The customer repeat the testing of 10 additional patients that were originally tested around the time of the event. All results were comparable. The customer did not provide specific results. The customer stated that they believe the issue was an isolated issue related to the patient sample. There was no adverse event. The sodium, potassium, and chloride electrode lot information was requested but was not provided. The field engineering specialist was not able to find a root cause. He checked all probe positions, the gear pump pressure, the rinsing of cells along with the rinse levels, cell detergent dispense volumes, and the condition of cells. He verified proper operation of the analyzer by performing ise checks and precision testing with acceptable results. The customer stated that there have been no qc issues since the day of event. The investigation is currently ongoing.

Manufacturer narrative:
Calibration and qc results associated with the results were acceptable. The investigation was unable to find a definitive root cause.